Event description:
(B)(4). Device implant (B)(6) - heavy irregular periods started in (B)(6) - followed by years of symptoms that progressively worsened - around (B)(6), symptoms became unbearable - (B)(6) had hysterectomy (removed cervix, tubes, uterus) ovaries remained. Years of symptoms: constant metal taste in mouth. Severe allergic reactions (doctors could never determine cause) - random rashes on face, inner thighs, torso, underarms. Severe staph sores on lower torso/pubic area. Unbearable menstrual cycles, irregular, extremely heavy for more than 2-weeks at a time. Severe inflammation of abdomen. Constant burning sensation internal (lower abdomen) during ovulation - sever lower back / sciatic pain during ovulation. Severe weight gain. Depression. Limited physical activity due to constant pain, especially during menstrual cycle (again, 2-3 weeks at a time). Very painful intercourse. Ovarian cyst (rupture on multiple occurrences resulting in ER visits). Hair loss. Facial hair growth. Overall quality of life diminished for almost 7 years.